Manufacturer narrative:
The device has not been returned/received to date. If the device is received, we will submit a supplemental with the investigation findings. We are unable to confirm the cause of the reported thermal event and relationship to res# (B)(4).

Event description:
The patient reported that their controller was overheating, while charging. Patient was using an insulet supplied charging cable. No impact to blood glucose levels was reported. Medical treatment was not required. A replacment controller was sent to the patient.